Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report is literature : scott r. Nodzo, md, michael p. Miladore, md, nathan b. Kaplan, md, ans christopher a. Ritter, md. "Short to midterm clinical and radiographic outcomes of the salto total ankle prosthesis" foot & ankle international 2014 vol 35(1) 22-29.

Event description:
It was reported in the literature that reoperation occurred in 13 patients with a total of 18 procedures performed - ankle joint synovitis(n =5) ankle impingement(n =3) painful retained hardware(n =3) posterior tibial tendon tenosynovitis(n =2) posterior tibial tendon tear(n =1) achille tendon contracture(n =1) ankle joint contracture(n =1) draining sinus(n =1) tibial shaft fracture (n =1). Scott r. Nodzo, md, michael p. Miladore, md, nathan b. Kaplan, md, ans christopher a. Ritter, md. "Short to midterm clinical and radiographic outcomes of the salto total ankle prosthesis" foot & ankle international 2014 vol 35(1) 22-29.